Event description:
It was reported that the pt underwent an uncomplicated sling procedure during 2004. Post operatively the pt developed a vaginal exposure of the sling. The area is sensitive to the pt and to their family member during intercourse. The physician opined that that sling might need to be removed.